Manufacturer narrative:
(B)(6). - should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix non-vented, high-volume inlet had particulate matter (pm) contamination. The pm was described as a ¿black particle and fiber¿ and was discovered prior to patient use. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a dark spot or particle of foreign matter appeared to be embedded in the outside of the tubing, not in the fluid pathway. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.